Event description:
A patient with known coronary artery disease and previous acute coronary syndrome coded during the dialysis treatment. Resuscitative efforts were unsuccessful and the patient expired. The patient's family declined an autopsy. The reported cause of death was "acute cardiac event". The clinical coordinator stated there was nothing to indicate any gambro product caused or contributed to the patient's event. The phoenix machine was inspected and performed per manufacturer's specifications. The cartridge blood tubing set, dialyzer and bicart were discarded and not available for investigation.

Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation and the lot number could not be provided by the facility.